Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. Additionally, it was reported that the cartridge o-ring was missing. The customer removed the o-ring and successfully loaded a new cartridge to address the event. There was no adverse impact to the customer's blood glucose level.